Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that an rx ercp cannula was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat 22008078 performed on (B)(6) 2026. During the preparation, it was reported that there was plastic (not part of the cannula) inside the lumen of the cannula where the lumen gets narrower. It prohibited a 0.035 or a 0.025 wire from making it through the lumen to the tip of the cannula. The procedure was completed with the original device utilizing a 0.018 guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material on the device.